Event description:
After 3.5 years of cochlear implant use, this pt noted intermittency when using her speech processor. There was no telemetry function with this device. The pt is considering explantation and reimplantation surgery at this time.